Event description:
Reporter alleged obtaining a discrepant back to back blood glucose result of 83 mg/dl, a result in the 100-199 mg/dl range and a result in the 200-299 mg/dl range when all tests were performed within 10 minutes on the compact system. Reporter did not indicate that she was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that she self-treated by walking. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.